Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that competitive atrial pacing leading to inappropriate auto mode switch was observed. The patient was asymptomatic. Programming changes were recommended.